Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) started experiencing urinary incontinence over time, which led to a revision surgery. During the procedure, urethral atrophy was identified and it was decided to remove and replace the cuff with a smaller sized cuff. No additional patient complications were reported.